Manufacturer narrative:
The automated impella controller device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
After impella insertion and successfully started support, yellow alarm for console failure occurred. Staff changed the controller.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the initial report was submitted. The console was returned and tested but was unable to boot up. After further testing, it was discovered that the root cause for the controller error was a defective impellatronic board drawing current beyond the normal threshold.